Event description:
It was reported to boston scientific corporation, that a prolieve temperature monitor was used during a benign prostatic hyperplasia (bph) procedure. It was reported that they inserted the catheter and the rectal temperature monitor (rtm). The temperature of the rtm increased to the point that the console displayed a "too hot" error message and shut down the system. They received the message about four times during the first 30 minutes of the case and were not able to complete the treatment. There were no complications and the pt is fine.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has been received, but an eval has no yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.